Manufacturer narrative:
Additional information: product analysis: one ear of the guide has broken off. A microscopic review of the fracture surface reveals a brittle fracture with indications of bend stress. There is a witness mark on the tip of the other ear where it appears that the reamer may have come in contact with the tab. If the reamer was to contact the edge of the ear it could break the cross-sectional area. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar inter-body fusion at l4/l5/s1/illiac due to sacral tumor and spinal cord stenosis. Intra-op, one of the arms of the reamer guide broke off in the disc space when the reamer was being removed following implantation of the cage. Fragment of the broken instrument remained inside the patient. The broken piece was discovered inside the patient on a post-op x-ray taken a week later. No patient complications were reported as the result of the event.